Event description:
It was reported that the insulin pump was not working properly. The insulin pump either under-delivered or over-delivered insulin. Customer is requesting a replacement. The current blood glucose reading is 162 mg/dl. Customer stated that the drive support cap is loose and slightly protruded. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.